Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging with medicus,severe asthma being on the device related to a ventilator device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. After disassembly and review of the air/flow path assembly there doesn't appear to be any evidence of foam contamination. There is presence of small amounts of dirt, dust, grim, and other foreign particles normally found inside air/flow path overtime. Contamination can be found from the inlet port, on/into airpath, then blower motor bellows, blower motor impeller blades, into the blower motor, transition tubing, and into clear flow path tubing during normal usage. This contamination will eventually fully contaminate some if not all the sensors inside the device over time. During the initial exterior observation verified no major issues with the device. It did take a log from the device at arrival verifying some possible sensor pca related error codes, which could not be duplicated during test device operation. The device operated with a new bacteria filter during warm up period, bench testing, and mtfs testing. Used the active porting block, airpath assembly and its black sound abetment foam or the purpose of post testing of complaint device. After the device has been tested in several different modes over several hours, the bacteria filter did not have evidence of foreign, external to the device, black foam particles linked to foam degeneration. Also found dust particles on/in blower bellows, impeller blades but, transition tube, flow path assembly, and no black particulates/evidence in the bacteria filter after testing the device at bench. The manufacturer found no evidence of sound abatement foam degradation. All contamination found inside the device appears to be of foreign matter external to the device: dirt, dust, and grim throughout flow path. This foreign contamination is seen inside the transition tubing and clear flow path tubing on through to the outlet port. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes cannot confirm any evidence of foam degeneration or contamination. Also could not confirm the any evidence of foreign black particulates external to the device inside of it or in the bacteria filter at the outlet port. There was no evidence of sound abatement foam degradation.